Event description:
It was reported when using the bd preset¿ syringe with attached needle leaked and found crack in the syringe. The following information was provided by the initial reporter. The customer stated: "when taking arterial blood, the needle leaked blood and found cracks."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to cracked / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes cracked / leakage. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.